Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a gastrointestinal bleed. The patient complained of fatigue and dark stools at home, and outpatient hemoglobin level was 6.6 g/dl. The patient was directly admitted to the hospital for transfusion of one unit of packed red blood cells, and four units of fresh frozen plasma. The patient¿s anticoagulation regimen consisted of aspirin and warfarin. Unspecified alterations to the patient's medications were made for treatment. Additional information was requested, but was not provided.